Manufacturer narrative:
The device was returned for eval and it was determined that the comb, the roller and the gear were damaged and the sideplates were gouged. Parts replaced included; roller, sideplates, gear bushings, comb and hardware. The device was repaired, calibrated and returned to the customer. A review of service records indicate that the device was purchased in 1993, and had been returned to the manufacturer for repair or preventative maintenance seven times with the last time in being august of 2007. The zimmer skin graft mesher instruction manual states that "the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance."

Event description:
It was reported that the skin graft mesher is not making good holes in the graft. There was no report of injury or adverse pt consequences associated with this incident.